Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was identified. Info regarding the lesion is unavailable. The lesion was predilated with an unk size and MFR balloon. After set up, the wire was inserted to the 2.7x32mm taxus express2 drug eluting stent delivery system and the proximal stent strut were found to be lifted up. The event occurred outside the pt. The procedure was completed with another device. Pt status reported as "good".